Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Event description:
New information received notes that the cause of death was not related to the system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.